Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pocket site was "a little bit red and painful." The patient reportedly noticed that there was "a little bit of fluid like water, like discharge" that was also "pinkish" coming from her pocket site. It was stated that the patient had acute pain "where the device was connected to the spinal and also where her battery was implanted." It was noted that the patient could not lie on the side of her body where the device was implanted due to pain. It was stated that the pain started "about two weeks" prior to the report and the discharge started "about a week" prior to the report. It was noted that the patient did not have any falls or trauma. The patient reportedly "only had to use her therapy when she needed it" and could "sometimes go 5 to 6 months without using it." It was stated that the last time the patient had stimulation on was "about a month" prior to the report. Additional information had been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# l70804, implanted: (B)(6) 2000. Product type: lead: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2000. Product type: programmer, patient. (B)(4).

Event description:
Additional information found it was reported the patient had discomfort ¿right where it was implanted.¿